Event description:
It was reported that a patient underwent an left-sided atrial flutter and atrial fibrillation (pvi) procedure with a vizigo sheath and observed a "string or fiber" material hanging out of the end of the vizigo sheath. It was reported that when the fellow technician had removed the octaray catheter from the vizigo sheath, for a catheter exchange, it was noticed that a "string or fiber" material was hanging out of the end of the vizigo sheath. The fellow technician was able to remove the fiber material freely and it also appeared to be "stretchy" or elastic. It was confirmed via intracardiac echocardiography (ice) with the soundstar catheter at the time, that there was no injury or consequence to the patient. The vizigo sheath was replaced and the procedure continued with no further issues. Additional information was received. The versacross sheath was used for transseptal (not sure about specifications for this sheath). Exchange was made for the vizigo after crossing the septum. Physician did not mention feeling any resistance while introducing or retracting the catheter from the sheath. The damage did not result in any lifted or sharp rings. Needle was never introduced into the vizigo sheath. Versacross does not utilize a needle for transseptal. Not sure which device the material originated. The reported "string or fiber" material hanging out of the end of the vizigo sheath was assessed as MDR reportable under the vizigo sheath (manufacturer report number: 2029046-2026-01273). The biosense webster, inc. Product analysis lab received the octaray mapping catheter for evaluation and per the evaluation completion on 26-may-2026, it was identified that one of the electrodes was found lifted and dented; however, no string or fiber material was found at any section of the device. The event is assessed as non-reportable under the octaray mapping catheter, however, bwi became aware of the electrode lifted and dented on (B)(6) 2026 and have assessed this returned condition as reportable. Therefore, the awareness date for this report is 26-may-2026.

Manufacturer narrative:
The device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation on 19-may-2026. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed that one of the electrodes were found lifted and dented; however, no string or fiber material was found at any section of the device. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. The catheter instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter through the guiding sheath if resistance is encountered. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy or ultrasound to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. Exercise caution when maneuvering the catheter near the valvular apparatus to avoid entanglement or entrapment which may result in the need for surgical intervention. Repeated rotation of the catheter near the valvular apparatus may result in the entanglement or entrapment of spines. Entanglement can be identified by resistance and lack of movement during manipulation. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).